Manufacturer narrative:
Although requested, the log files from the device have not been provided and the cause of the complaint is not known.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the AED log files identified that the battery pack self-test (bpst) did not complete. The incomplete bpst was attributed to either premature battery ejection prior to completion of the self-test or interrupted electrical communication between the battery and the AED, potentially due to residue or contamination on the battery contacts. During the interrupted bpst, the replace battery pack now (rbpw) warning was generated as a result of the loss of communication between the battery pack and the AED. Despite the recorded rbpw warning, the battery pack was subsequently evaluated and confirmed to be fully functional. A shock delivery test was performed with the battery installed in a test AED, and the unit successfully delivered an adequate shock within specification. Troubleshooting with the customer confirmed that following installation of a new battery pack and completion of a manual self-test, the AED operated as designed and was suitable to remain in service. As a follow-up, proper device maintenance and battery handling practices were reviewed with the customer.